Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the sales representative measured the surface ECG repeatedly on several spots, but there were no reproducible results. Each time he measured on a spot, the same level of the amplitude was observed. The conductive patches were changed and a lot of saline was added. Another packaged device was used, and was successfully interrogated. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device was analyzed and no anomalies were found.